Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons responded to button presses as expected and had normal spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient said the up, down, and ok buttons intermittently activate desired pump functions when pressed. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be submitted in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.